Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) stated he was still connected to the hc and did not see any leaks around the connections. The technical service representative (tsr) had the hp cycle the power on the hc and had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm . The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up call with the hp, the hp stated that he did not notice anything wrong with the supplies. The patient stated that he has been doing fine since this report.